Event description:
Prior to the event, the insulin pump alarmed button error. The reported blood glucose reading was 199 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.